Event description:
Philips received a complaint on the v60 ventilator indicating that the device kept turning on and off unexpectedly. This investigation is ongoing. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
E: (B)(6), brazil. Phone: (B)(6).

Manufacturer narrative:
Multiple good faith efforts (gfe) were attempted to obtain confirmation of an onsite service, replacement part orders, part replacement, and resolution. No response or further information was received from the fse. Philips is unable to confirm if troubleshooting and service were completed, or the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a gfe response from the fse received on 09oct2025, it was confirmed that the device had been repaired on 16sep2025. The fse stated that the power switch overlay and central processing unit (cpu) printed circuit board assembly (pcba) were replaced to resolve the issue, and the testing completed following the part replacement was passed, confirming a return to full functionality of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
An additional onsite service case was opened on 06aug2025. In a good faith effort (gfe) response from the field service engineer (fse) received on 19aug2025, they confirmed that the new service was for the same continuous issue with the v60 device. The device was confirmed to be out of use waiting for repair. The investigation is ongoing.